Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ tri-extension set luer-lok collar got stuck in the lumen and broke during use. The following information was provided by the initial reporter, translated from german: "customer informed that during the care of a patient, the lower screw of art. 385164 had come loose. He then instructed that the articles of the affected batch (which he could not name) be put aside and not used for the time being.. According to the customer the product does not have a ¿screw (schraube)¿ we asked for clarification, and the customer described the following: ¿hub broke and got stuck in the lumen."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 19-dec-2022. H6: investigation summary: our quality engineer inspected the 1 sample and 1 photo submitted for evaluation. The reported issue of loose component - no leak was confirmed upon inspection of the sample. Analysis of the sample showed that tip of the extension was broken into another device, specifically the fitting connector. Bd determined that the cause of the failure was not associated to our manufacturing process. The failure shown by the sample is not reproducible in our manufacturing process. The device history records (DHR) review was performed for the lot number material identified in this complaint. According to the documented records, the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. H3 other text : see h10.

Event description:
It was reported that the bd q-syte¿ tri-extension set luer-lok collar got stuck in the lumen and broke during use. The following information was provided by the initial reporter, translated from german: "customer informed that during the care of a patient, the lower screw of art. 385164 had come loose. He then instructed that the articles of the affected batch (which he could not name) be put aside and not used for the time being... According to the customer the product does not have a ¿screw (schraube)¿ we asked for clarification, and the customer described the following: ¿hub broke and got stuck in the lumen¿."